Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A search was performed to determine all lot numbers with the reported catalog number (0500316e) that had been shipped to the complainant in the three months prior to the event date, and this search yielded no results. A second search of the customer¿s shipping history was conducted to obtain the last lot number that was shipped (from the reported catalog number). A records review was performed on this lot number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred during hemodialysis (hd) treatment. The machine alarmed twice; blood was not visible when it first alarmed approximately one hour into the treatment. The alarm was cleared and the treatment was resumed. Within a few minutes the machine alarmed a second time; the blood then became visible in the dialysate compartment of the device, near one of the hansen ports. Blood test strips were not used because the user facility did not have any. The majority of the patient's blood was returned. Estimated blood loss (ebl) was very minimal; the ebl was reported to be approximately 2ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device was not available for a manufacturer evaluation as it was discarded by the user facility. An onsite evaluation of the machine was performed by a fresenius technician and the machine was reported to be functioning properly. The machine passed all tests and is fully operational.